Manufacturer narrative:
(B)(4). Retainer ring = black. P-cap / reservoir locks properly into place. Insulin pump successfully downloaded traces and history file using thump. Insulin pump passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 43 alarm noted during testing. No magnetic field or MRI exposure noted during testing. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. No damage noted on the motor. The motor was tested outside of the device and passed. However, pump error 63 alarm(file number = 632; line number = 5590) found in pump history files due to possible hardware issue as per global logic analysis. Moisture damage noted in pcb 1. The following were noted during visual inspection: scratched case, cracked case, and cracked case on the battery tube side.

Event description:
Information received by medtronic indicated that the insulin pump showed pump errors. Customer was able to clear the alarms and complete insulin pump rewind. Customer did displacement test which was successful. No harm requiring medical intervention was reported. Customer also did self test which passed. Insulin pump will be returned for analysis.